Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device logs confirmed the reported occurence of ventilation stop. Device testing did not reproduce the reported fault and system events showed that ventilation was manually stopped by the user. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the design house in sydney, australia for an engineering investigation. The investigation methods, results and conclusion are not yet finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation. There was no patient injury reported as a result of this incident.